Manufacturer narrative:
This product is not manufactured in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -4.50, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2017. Low vault and refractive change over time were reported. The lens remains implanted.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture and foreign residue and debris on the lens. Visual inspection found no visible damage and foreign residue and debris on the lens. Claim# (B)(4).

Manufacturer narrative:
B5-updated information: on (B)(6) 2020 the lens was exchanged with a longer lens and the problem was resolved. Claim# (B)(4).